Event description:
It was reported that a pump under infused medication to a patient (medication and delivery rate unk). The customer stated that the device was programmed to deliver 500ml of fluid, however when the pump displayed that 250ml of fluid had been infused, the IV container was observed to be full. The device was replaced and the infusion was completed as expected. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for eval and therefore an evaluation could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.